Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The first proximal stent segment was raised, deformed and fractured. The fracture was located on a strut at the edge of the second proximal weld. There was no other damage or movement on the stent. Sem images of the strut fracture confirmed the fracture was a tearing force resulting from a yield overload. The distal shaft was pinched and torn 5.5cm proximal to the balloon bond. The transition shaft was pinched and twisted just proximal to the exchange joint.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited severe tortuosity, moderate calcification and subtotal stenosis). Inherent risk of procedure (stent damage, failure to deliver the stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe tortuosity, moderate calcification and subtotal stenosis). Known inherent risk of procedure (stent damage, failure to deliver the stent).

Event description:
The physician intended to implant a 3.0 x 12 mm integrity (rapid exchange) rx stent to treat a lesion in the distal rca. The target lesion exhibited severe tortuosity, moderate calcification and subtotal stenosis. Lesion pre-dilation was performed using a 1.5 x 20 mm sprinter balloon for 4 inflations at 14-16 atm's and a 2.0 x 20 mm sprinter balloon for 3 inflations at 14-16 atm's. Approximately 75-80% stenosis remained following pre-dilation. Resistance was encountered advancing the integrity device to the target lesion. Despite several attempts the device could not cross the lesion and was removed. Stent struts were observed to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to operational context (stent fracture appears most likely to be procedural related). Evaluation conclusions: operational context contributed to event (stent fracture appears most likely to be procedural related).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedural images review: procedural images provided for review confirmed a lesion in the rca which is severely tortuous and calcified. Poba is performed on the lesion. There does not appear to be any images of the int30012x device. A device is positioned in the area of the lesion although it could not be confirmed if this is a stent and it was also not possible to confirm if a stent had been deployed in the subsequent images. Patency is restored to the rca suggesting that a stent has been deployed although was unable to be confirmed from the images. Based on the images it appears likely that the tortuous and calcified rca has most likely contributed to the int30012x failure to cross the lesion and subsequent stent damage.